Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when clipping the bile duct, there were issues experienced with the loading or firing of the clips. The clips were deployed on every other firing of the device. A new clip applier was opened to complete the case. There was no patient injury.